Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, while stapling with the sureform 60 stapler instrument, the installed blue sureform 60 reload became stuck on tissue. The surgeon reportedly ¿had to back out and stitch the patient up.¿ on 05-nov-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the procedure. The csr stated that the surgeon had contacted him regarding the reported incident. The csr stated that the surgeon had used the sureform 60 stapler instrument with a blue sureform 60 reload installed on it. The surgeon fired on stomach tissue. Part of the staple line was formed and then the gastric tissue was pushed out. As a result, there was a hole in the gastric tissue. The surgeon over-sewed the partial staple line, and then repaired the hole in the stomach with sutures. The surgeon had confirmed that a leak test was conducted and it was negative. The csr confirmed the following while clamping down: there were no clamping issues, no tissue bunching, no compression pauses, no system generated errors, and no buttress material was used. There is no video recording or image of the procedure. The surgeon speculated that the sureform 60 stapler instrument was not cleaned well in between fires, and he believes that the cause for the tissue to get pushed out was due to loose staples lodged in front of the blade. On 06-nov-2020, the csr contacted the surgeon and obtained the following additional information: the surgeon had confirmed that the issue had occurred on the 4th staple fire and described it felt as though something was obstructing the I-beam and pushed tissue out. The surgeon was very confident that loose staple(s) from the previous fire was the issue, as he had experienced it before with ethicon echelon staplers as well.

Manufacturer narrative:
Isi has received the stapler reload associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint "reload got stuck in patient¿s tissue." Upon visual inspection, the stapler reload appeared to be used and fired. The stapler reload getting stuck on the patient's tissue was unable to be replicated during in-house testing. A review of logs for the stapler did not show any failures. Additional finding not reported by site: the stapler reload was found to have cartridge damage. The stapler reload was disassembled in-house for inspection. No damage to the knife was observed. A review of the stapler logs of the sureform 60 stapler instrument (part# 480460-09, lot# l91200422-0119) associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the sureform 60 stapler instrument fired 7 reloads (1 green followed by 5 blue followed by 1 white). All firings were completed per the logs. The only firings that had any pauses for compression were the 2nd overall (blue; 1 pause) and 7th overall (white; 1 pause). There were no incomplete clamps in the procedure. Follow-up investigation indicated that the tissue pushout occurred on the 4th firing, which logs confirm was using a blue reload. Peak clamp and fire force values for the 4th firing are in the same general range as the other blue firings. No image or video of the procedure was provided for review. This complaint is being reported due to the following conclusion: during da vinci-assisted sleeve gastrectomy procedure, stomach tissue was pushed and not cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, a partial staple line was created and there was a hole in the gastric tissue. The surgeon over-sewed the partial staple line, and then repaired the hole in the stomach with sutures.